Event description:
It was reported that during a bwi-sponsored clinical study, a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and on (B)(6) 2026 the patient experienced post-procedural spurious aneurysm right categorized as moderate and not serious. Relationship to study device is not related and the relationship to the index study procedure is causal. The outcome is resolved with an end date on (B)(6) 2026. Intervention was thrombin-injection.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).